Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 350mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. On (B)(6) 2019 it was reported that the patient was sent for a pre-op appointment with the physician for a routine pump replacement. In preparation for this appointment, the managing physician performed a sideport aspiration that was negative, could not be aspirated. The surgeon did a CT that showed the catheter was no longer in the intrathecal space but ends at the lumbar fascia anchor. The patient was also experiencing other medical issues that did not make him a good surgical candidate at this time so it had been decided that the patient¿s pump would not be replaced. The surgery was cancelled and the managing physician would decrease the daily dose and shut the pump off. The date of the issue was unknown but the surgeon believed the catheter has been an issue for at least 9 months. There were no signs of withdrawal. There were no noted environmental, external, or patient factors noted by the physician that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the physician¿s office called to find out how to program a permanent pump off. The patient¿s daily dose had been reduced to 96.2 mcg with 2000mcg/ml concentration. The plan was to shut the pump off on the next scheduled appointment on (B)(6) 2019 since the patient had other issues that would not allow for surgical revision/replacement at this time. No further complications were reported or anticipated.